Manufacturer narrative:
Initial reporter international phone number: (B)(6); foreign postal code: (B)(6). Subject device was returned for evaluation. Visual inspection confirmed the failure mode of ¿bent cannula¿. A review of the device history record did not identify any inconsistencies during the manufacture of the subject device. A complaint history review has identified three (3) additional complaints for this lot number on file. Per results of the investigation, the root cause was undetermined. At this time, no further investigation will be implemented. (B)(4).

Event description:
During a shoulder operation procedure utilizing the clear-trac flexible, 8.0mm x 72mm threaded, it was reported that upon opening the package, it was discovered that the cannula assembly was bent and the obturator was not able to be inserted into the cannula assembly. It was reported that the procedure was completed with a competitor's device. It was reported that the incision needed to be enlarged in order to insert the competitor's device inside of the patient. (B)(4).